Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Some connectors of the tigerpaw system ii device were not engaged; two devices were used on the same patient. The left atrium appendage was over-sewed; partially deployed devices were removed. There was no patient negative effects.